Event description:
A hospital in (B)(6) reported via our distributor that two rt200 adult breathing circuits failed the ventilator test and a pinhole was found in the dryline of both circuits. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: one complaint rt200 breathing circuit kit with dryline and one additional complaint dryline were returned to fisher & paykel healthcare in (B)(4) and visually inspected. Results: visual inspection revealed that there was a hole in both drylines, about 17 cm away from the connector. A lot check revealed no other complaints for the lot number provided. Conclusion: it was identified that damage to the rt200 dryline was caused by a faulty corrugator block that was used during the dryline manufacturing process. The faulty block was replaced in (B)(4) 2012. We have not received any complaints of this nature for product manufactured after (B)(4) 2012. During the production of the dryline tubes, a pressure test is performed every (B)(4) and those that fail are set aside for further inspection. The user instructions for the rt200 adult breathing circuit state the following: check all connections are tight before use; set appropriate ventilator alarms. (B)(4).